Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that although the ins was shut off, the patient sometimes felt stimulation in the middle of his back, it was a very light tingle not a very heavy shock or anything like that. The patient verified no lightning bolt was apparent in ins icon. The patient also indicated that they removed the batteries from the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.